Event description:
Account reports that during an or procedure the anesthesiologist was attempting to raise the patient's vital signs by pushing fluids. When the patient's vital signs continued to get worse, the nurse looked under the drapes and found that the extension set of the stopcock had separated and there was approximately 200ccs of fluid and blood under the drapes. The anesthesiologist did not change out the tubing, rather he stuck the extension set tubing back into the stopcock and continued the surgery. There were no untoward effects for the patient.